Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to access the quick bolus feature. During troubleshooting with tandem technical support (cts), the customer attempted to access the quick bolus feature twice for 5+ seconds, but was still unable to. Cts confirmed in the settings that the quick bolus feature was turned on. It was advised for the customer to turn the quick bolus feature off and turn it back on; however, the customer was still not able to access it. The customer's blood glucose level was in the 400 (mg/dl) range and was addressed with a corrective bolus. Reportedly, customer will continue to use the pump for insulin therapy.